Event description:
It was reported approximately two weeks following a cystocele procedure, the patient developed a post-op infection and was treated with antibiotics. The infection continued and the doctor had to go back and remove the product. The doctor had attached two products together to make his own device. No additional information is available and no further complications have been reported.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The two products used are both porcine products manufactured by the same manufacturer using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.